Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated infection. The clinical/medical investigation concluded that, the cloudy joint fluid may be consistent with the reported ¿chronic infection.¿ however, pathology was noted as negative for infection. With the information provided the clinical root cause of the cloudy joint fluid cannot be confirmed and it cannot be concluded that the reported clinical reaction was associated with a mal performance of the implant. No further documentation regarding any treatment related to the right hip was noted. It should be noted the patient was also being treated for a left hip infection. The patient impact beyond the aspiration cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that postoperative deep wound infection and late periprosthetic infection has been identified as a potential complication. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Us legal bilateral patient. It was reported that after a right hip revision surgery was performed on (B)(6) 2017 due to an infection, the patient kept suffering from an ongoing infection. One year after the revision, the patient was still taking suppressive antibiotics, as per indication of the infectious disease doctor. A nm bone scan 3 phase was performed on (B)(6) 2018 and suggested the presence of soft tissue inflammation. On (B)(6) 2019 the patient had an aspiration under general anesthesia and approximately 7 cc of somewhat cloudy joint fluid was removed from the right hip. It is unknown if/how the issue was treated. The outcome of the patient is unknown.